Event description:
Reportedly, the pump ran out of insulin. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to elevated blood glucose (bg) level of 580 mg/dl. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.